Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with blood glucose versus sensor glucose. Customer stated her sensor glucose would show low but her blood glucose is not low. Today, her sensor glucose was 400mg/dl, but checked and it was 191mg/dl. The customer stated she has had multiple sensor issues. Explained the calibration factor and how to calculate, customer stated she was not going low and pump was indicating it was. Advised that the report showed her blood glucose was 50mg/dl. The customer stated her sensor reads low every night, now is reading higher than usual. The sensor is currently reading 346mg/dl and she is 150mg/dl. The customer stated her blood glucose was 150mg/dl at the beginning of the call and is now 84mg/dl. Advised to calibrate and her isig was still around 30. Advised to monitor and if she receives another calibration error to change out sensor. Advised that the sensor will be replaced.